Event description:
It was reported that on the post-operative day following a knee surgery, the nurse informed the surgeon the tibia had to be recut and felt it was inaccurate cut using the robotic-assisted solution satellite station device. The patient did not require revision surgery or hardware removal. The device was operated in conjunction with the robotic-assisted solution base station device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that no additional medical or surgical intervention was required and the patient's outcome was as expected. It was reported that the issue was detected after the initial cut when the resection had looked thin to the surgeon. No manual instruments or jigs were required to complete the procedure.